Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 of pd treatment there was an air detected in cassette warning followed by the patient discovering a fluid leak after cancelling treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to let the cycler set for 24 hours and then try and use it again. Additional information was requested but none was provided. The cycler is not available for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 of pd treatment there was an air detected in cassette warning followed by the patient discovering a fluid leak after cancelling treatment. Fluid was found in the pump module area of the cycler and on the external part of the cassette. The patient was advised to let the cycler set for 24 hours and then try and use it again. Additional information was requested but none was provided. The cycler is not available for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.